Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00055 to provide additional information regarding the results from the evaluation of the returned sample.

Event description:
The user facility reported that a portion of the guidewire was sheared during a peripheral interventional procedure. The following information was provided by the user facility: the physician reportedly met resistance as he was advancing a balloon catheter over the radifocus glidewire; the physician removed the balloon device and noted that a section of the guidewire coating was "coming off"; and the contact stated that they do not believe any of the coating came off in the patient.

Manufacturer narrative:
The reportedly involved device is in transit to the manufacturing facility in (B)(4) for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported event cannot be determined based upon the currently available information. Although the cause for the reported event cannot be definitively determined based on the available information, there is no current evidence that the reported issue was related to a device defect or malfunction. The event description is most consistent with damage to the glidewire coating due to manipulation against resistance during the procedure. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the involved device is received and evaluated by the manufacturing facility in (B)(4).

Manufacturer narrative:
Results - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample. Conclusion - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample. The involved device was returned & evaluated by qa at the manufacturing facility. Examination of the device confirmed: (1) the urethane coating had been sheared and separated from the core wire from approximately 1300mm to 1657mm from the proximal end of the device; (2) magnified inspection revealed several areas on the urethane coating that were abraded; (3) magnified inspection of the core wire revealed areas of striations in the longitudinal direction; & (4) the detached coating material was observed to be curled and shrunk. Inspection & testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies & product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a hard, sharp surface during the procedure (perhaps the interior surface of the balloon catheter that was reportedly being used). The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; (3) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and (4) "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.